Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt (B)(4) has been completed. The reported problem (cannot baseline) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing, specifically the ECG fallff test. The cause for the failure was isolated to an internally shorted u725 processor on the distribution node pca. The root cause for the shorted processor was unable to be positively determined. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the electrode belt was unable to baseline a patient.